Event description:
A customer contacted beckman coulter, inc. (Bec) to report the coulter lh 750 hematology analyzer generated an erroneously high white blood cell result for one (1) pediatric patient. The instrument also generated cellular interference and nucleated red blood cells (nrbc) suspect messages. Erroneous results were reported out of the laboratory even though the cellular interference flag was present. The next morning, the customer reviewed the slide and determined there were 586 nrbcs which was used to correct the automated wbc count to 13.1. A corrected report was released from the laboratory. No death, injury, or change to patient treatment was reported in connection with this event.

Manufacturer narrative:
Sample collection and storage information were not provided. Raw data was no longer available. Controls were run before and after the event and recovered within assay limits. Root cause is unknown; however, the sample was appropriately flagged by the instrument. Per labeling, instrument generated messages alert the operator to review the results. As part of a retrospective review, this event was determined to be reportable.